Event description:
A (B)(6) female patient reported two incidents after use of 3m¿ aura¿ health care particulate respirator and surgical mask 1870+, n95. The first incident on (B)(6) 2021 alleged flushing, itching, lip tingling and a rash on the bridge of her nose, cheeks and top of lip. The second incident on (B)(6) 2021 alleged a rash, raised skin and burning sensation on her right forearm, shoulder and back. On (B)(6) 2021 patient alleged flushing, itching, lip tingling and a rash on the bridge of her nose, cheeks and top of lip after use of 3m¿ aura¿ health care particulate respirator and surgical mask 1870+, n95. Initially she felt hot and itching; after five-ten minutes from donning the mask she reported a burning sensation on her skin, lip tingling, throat tightness and itching (7:15 am). Upon removing the mask, she observed the rash and lip swelling. She washed her face immediately and within 10 minutes the rash had resolved but the other symptoms continued. Approximately 20 minutes after initial donning of the mask she reported tongue swelling and itching in her throat. The patient went to the emergency room within 45-60 minutes of initially donning the mask (7:58 am). Adrenaline and loratadine was administered and within five minutes the throat tightness and tongue swelling resolved. Route of medication was not identified. The burning sensation on her lips and face resolved after approximately 2 hours later (10 am). Face sensitivity was reported to last a week after the incident. The patient was observed in the emergency department for four hours. An allergy specialist was consulted in (B)(6) 2021, no testing was performed but was recommended to only wear masks she had worn in the past with no symptoms. Patient was provided with 2 epipen's upon discharge. On (B)(6) 2021 the patient reported a rash, raised skin and burning sensation on her right forearm as a co-worker was discarding their aura n95 mask (11 am). The patient took two antihistamines immediately (11:01 am), washed her arm thoroughly and applied ice (11:07 am). Within thirty minutes the rash completely resolved (11:35 am); no anaphylactic symptoms were experience. Later that same day (2 pm) the rash re-appeared where it was initially as well as further down to the wrist and up the arm. The patient was seen in the emergency room (2:49 pm) and the rash had spread up the arm to her shoulder and back. Prednisone (50 mg) was administered at 3:15 pm. Rash symptoms were nearly completely resolved by 5:15 pm. Approximately 1.5 hours later the rash re-appeared. Topical hydrocortisone cream was applied, and symptoms resolved by 7:15 pm. Patient was prescribed antihistamines and 50 mg of prednisone to take for 3 days following the incident. Currently all symptoms are resolved.

Manufacturer narrative:
No sample available. The alleged injury dated (B)(6) 2021 would not be considered a serious adverse reportable event. Reporting is based on the alleged injury dated (B)(6) 2021. 3m¿ takes very seriously the safety of our products and we review the possible causes of all complaints. Since the intended use of this product includes skin contact, the materials used in the respirator have been evaluated by toxicologists in the 3m medical department paying particular attention to base chemicals and raw materials which might pose risk for dermal irritation, allergy, or toxicity. Based on these reviews, no risk for adverse health effects is expected when the respirator is used as intended and following instructions for use. 3m will continue to monitor. Additionally, the manufacturing locations have processes for controlling contamination during the manufacturing of the product. The areas where medical device respirator is manufactured have specific approved processing aides which can be used. For those aides which could come into contact with the product, toxicological reviews have been performed. In addition, the manufacturing line is cleaned with approved supplies as part of the contamination control procedures.